Event description:
Complainant alleged that while attempting to pace a pt, the device failed to capture the pt's heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction. However; the device failed the selftest.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.